Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump got wet and that it has since received a weak battery alarm, two battery out limit alarms, and an excessive no delivery alarm. The patient's blood glucose at the time of incident was unknown. Troubleshooting was initiated for the pump exposure to fluid. Customer stated that she was helping on a boat and got too deep into the water while the pump was in her pocket. There were no button errors in the pump history and the pump passed the self-test. Customer declined troubleshooting in regards to the past no delivery alarms. The customer confirmed that her pump was now working. She was advised to monitor the pump.